Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implant date: (B)(6) 2015; 173921 st. Jude lead, implant date: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead had unstable thresholds. It was also noted the lead had pulled back and was not capturing appropriately. It was determined there wasn't enough slack on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.